Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy drain. The cause of the peritonitis was unknown. The patient was hospitalized for the events. Treatment for the peritonitis was not reported. The same day as the peritonitis diagnosis, the patient experienced septic shock. Treatment for the event was not reported. The following day the patient passed away. The cause of death was reported as ¿septic shock bacterial peritonitis¿. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.